Manufacturer narrative:
The product was not sent in for a technical check. But during conversation with the user it was stated that it was used in a narrow position in the back of the patients mouth on tooth# 15. If then the push button gets depressed during use (e.g. Because tongue gets lifted away from treatment area with the back of the handpiece) it heats up due to friction of inner parts. Customer tested all his handpieces afterwards and did not find any problems with them. This confirms that it is very likely that the incident happened as described above. Hence, dentist denied sending handpieces in for a check-up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
During a crown prep to tooth# 15, patient was burned on tongue through hole of rubber dam. Burn size is 2mm. No ointment or medication was given to patient for burn. Patient said it did not bother her much.